Event description:
Additional information from the rep reported that the patient was having their ins removed on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product problem is no longer applicable to this event. Only adverse event applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient was seen by their healthcare provider on (B)(6) 2017 with complaints of shortness of breath. The cause of the shortness of breath had not been determined at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, product type: lead. Product ID 4351-35, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient was complaining of complications such as shortness of breath (sob) and atrial fibrillation (afib), which they attributed to their pacer. They went to the clinic on (B)(6) 2016 and the device was turned off due to the patient's complaints that it was interfering with breathing and heart issues. The month prior to the report, they were complaining sob, still, and stating that they would like their pacer removed. Since the implantable neurostimulator (ins) was shut off at their last clinic visit, the patient complained that they were having pain throughout the abdomen. They had tenderness in the leg and right side of the abdomen, where the ins was. In the right abdomen, the pain gets sharp at times, while the left side abdominal pain remains achy. The patient also complained of rectal spasms. The nausea was better since the device was turned off, but they still could not tolerate much intake and continued to have periods of diarrhea and constipation. They gained 10lbs since the ins was turned off. It was noted that the patient was recently seen at a hospital for heart and lung issues.